Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 4.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, the stent was pulled off from the catheter. The procedure was completed with a 4.0x16mm synergy stent. No patient complications were reported.